Event description:
During a call with the caregiver (cg) on (B)(6) 2012 regarding solution bags in which the hole in the frangible was noted to be too small after the frangible was broken. The cg stated that she clamped off the two bags and changed them out without changing the rest of the setup. This writer explained changing the bags only is not proper aseptic technique. The cg stated that if she had changed the entire setup each time the problem occurred during the past month that she definitely would not have had sufficient supplies on hand. Additional use error-reuse of single use product complaints were opened for each report received for bag issues. No patient injury or medical intervention was reported. Four of 4.

Manufacturer narrative:
(B)(4). This report for re-use of a single use product was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.